Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. After a guide wire crossed the lesion, plain old balloon angioplasty was performed using a 2.0mm balloon. A 2.50 x 38 synergy¿ stent was then advanced but slight resistance was encountered and failed to cross the lesion. When the device was removed, it was noted that the distal edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut row's 1 to 3 and 5 to 11 on the proximal end of the stent appeared undamaged. The remainder of the stent strut rows were damaged and stretched in a distal direction such that the distal end of the stent extended approximately 0.5mm distal of the distal edge of the device tip. The undamaged section of the crimped stent outer diameter (od) was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient's status was fine.